Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from august 26, 2014- august 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had contained particulate matter in an unspecified location. This was identified before patient use. It was not specified if the device was filled with solution when this was noted. There was no patient involvement. No additional information is available.